Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vial five false positive results were obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that they got false positives due to sensor adhesion.

Manufacturer narrative:
H.6. Investigation: customer reported a sensor adhesion defect and false positive result. One photo was received with sensor adhesion defect. Retention samples could not be visually inspected/ tested for reported defect. Batch history record review was used for this investigation. Batch/sensor history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion based on photos received. Complaint is unconfirmed for false positive based on batch history record review results. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA#2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vial five false positive results were obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that they got false positives due to sensor adhesion.